Manufacturer narrative:
Concomitant medical products: product ID: vamc4040c200tj, serial/lot #: (B)(4), ubd: 11-aug-2019, UDI#: (B)(4); product ID: vamc3838c200tj, serial/lot #: (B)(4), ubd: 11-mar-2021, UDI#: (B)(4); product ID: vamc3838c200tj, serial/lot #: (B)(4), ubd: 11-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a subacute b-type thoracic aortic dissection.   It was reported that two months later, the patient died suddenly due to a retrograde type b dissection. It was reported that there was no dissection observed in the portion of the aorta where the valiant captivia system was implanted. And there was no dissection observed during follow up 1 week post op. It was reported that the physician suspected that due to some event, a re-dissection occurred on the portion of the ascending aorta which had a focal dissection prior to the index procedure. The false lumen in this portion was enlarged and cardiac tamponade occurred. Per the physician, the cause of the event was not related to the stent graft but it was noted to possibly be due to wire movement during the procedure. It was reported that the patient was transferred to another facility post op which was why the clear cause of the event could not be determined. No additional clinical sequelae were reported.